Event description:
It was reported that the fluoro image became white and disappeared during an exam. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.